Manufacturer narrative:
Initial reporter phone #: (B)(6). No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 5 bd ultra-fine¿ pro pen needles were clogged. The following information was provided by the initial reporter, translated from german to english: claimed clogged needle.

Event description:
It was reported that 5 bd ultra-fine¿ pro pen needles were clogged. The following information was provided by the initial reporter, translated from german to english: claimed clogged needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-oct-2022. H6: investigation summary: 100 sealed 32g x 4mm pen needle samples were returned from lot. No. 0245212, cat. No. 320561 along with 315 sealed 32g x 4mm pen needles samples from lot. No.2033613, cat. No. 320561. A clog test was carried out on thirty samples from lot. No. 0245212 and thirty samples from lot. No. 2033613 as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.